Manufacturer narrative:
Customer does not have sample to return for investigation testing. Fwd_aborh testing performed with in-house donor samples of various abo/rh types using retention anti-a, lot 101680, and anti-b series 3, lot 203234, on in-house galileo. All in-house donor samples typed as expected. The galileo operator manual states that the fwd abo assay has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh d negative sample being interpreted as rh d positive.

Event description:
Customer reported an abo discrepancy with the fwd abo assay on galileo. A patient, a historically a positive, tested as an a positive on the galileo, but repeat confirmation testing with the fwdabo assay resulted as ab positive on the galileo.